Event description:
The customer reported that he experienced low blood glucose while riding his bicycle. A passing car stopped, the customer was given a candy bar and the customer was admitted to the hospital overnight. Troubleshooting was performed. It was also stated that the customer had changed his infusion set 5 days prior, whereas instructions for use would recommend changing the set every two to three days. Otherwise, no anomalies were found during troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.